Manufacturer narrative:
This device is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Event description:
A trapease filter was received with its secondary package sealed, but then when opened, the primary package was found to be opened. So, when it was removed from the package, the product fell on the ground. An optease filter was used to finish the procedure.

Manufacturer narrative:
A trapease filter was received with its secondary package sealed, but when opened, the primary package was found to be already open on one end. So when it was removed from the package, the product fell on the ground. A non sterile trapease (B)(4) was received in its original packaging. The box was already opened, but it was sent closed for evaluation. Inside of the box were the IFU and the product inside of the pouch. The product pouch was received open in the chevron side and also it was noted open the lower side of the pouch and it does not show evidence of seal, which indicate that the pouch was not sealed during product packaging. The product was in its original tray and it was not used. No other anomaly was detected. The pouch was reviewed under microscope at 16x of magnification and it was not detected evidence for the sealing process. This seal belongs to the product packaging process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As part of the DHR review it was not included the calibration and preventive maintenance of the sealing machine (B)(4). It could not be performed the measure for the seal width because the pouch was not sealed. As part of the investigation of the recent complaint received for pouch does not have the heat seal done, it was performed the investigation in order to assess current controls (B)(4). Associates from the packaging lines were notified regarding the complaint received. This complaint was escalated to (B)(4) consideration and it will be added to current risk assessment, which was opened previously to address the kind of failure. The reported complaint was confirmed. The cause of the reported complaint appeared to be related to operator error due to the operator did not perform correctly the 100% inspection after pouch sealing process. However, the packaging lines have controls in place to detect this kind of defects. This complaint will be included in current risk assessment.

Manufacturer narrative:
Additional information was received that from the affiliate that the user did not see any sign of any sealing on the inner package when the reported event was noted. The product had not been purposely opened in anticipation of use and when not used was reshelved. It was noted when they were about to use the product in the procedure. The product was stored in the lab under consignment with "proper storage." The actual product was not damaged. Please note that the above information did not change the contents of the previous report including the evaluation codes. No additional information is available and no further reports will be forthcoming.